Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose at device with a 6f sheath after a diagnostic procedure. Reportedly, when the plunger was retracted no suture was present. The vessel was rewired and a second perclose at device was used with the same results. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the perclose at device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence is an estimated date of (B)(6) 2013. Exact date was not remembered. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other perclose at device referenced, is being filed under a separate medwatch MFR number.